Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-38 alarm was not identified during evaluation; however, an f-94 (configuration option settings checksum is not 0) alarm was found during the alarm log review and functional testing. The cause of the f-94 alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.